Manufacturer narrative:
(B)(4). The reported field events of oversensing was not confirmed in the laboratory. The reported field event of an inability to secure the lead into the header was confirmed in the laboratory. Visual inspection identified silicone inside the set screw hex cavities. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw and thus prevented the lead from being fully secured. (B)(4).

Event description:
It was reported that during the implant procedure rv connector issue was observed. After the lead was screwed in the header, rv oversensing was noted. The lead was loose and could be pulled out of the header completely. Tightening the screw to the fullest did not resolve the issue. The device was replaced and sent back for analysis. The patient was stable after the procedure.